Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous with 90% stenosis, which likely contributed to the resistance. It is likely that the stent interacted with the stenosed lesion, damaging the struts, resulting in the stent moving on the balloon, and further contributing to the difficulty removing the stent delivery system (sds). Further interaction with the lesion during retraction would have contributed to the stent ultimately dislodging. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Furthermore, a sampling of units is subjected to a stent movement test to verify stent security. In this case, the reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to remove or loose/dislodged stents for this lot.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the posterior descending artery with moderate tortuosity. Pre-dilatation was performed and the promus stent delivery system (sds) was advanced; however, resistance was noted while the device was being positioned in the lesion, it was noticed that the stent had moved on the sds balloon; therefore, the device was removed, and slight resistance was met. After withdrawal from the patient, it was observed that the stent had dislodged proximal to the lesion, in the distal right coronary artery (rca). Several attempts were made to retrieve the dislodged stent with a snare; however, retrieval was unsuccessful; therefore, the stent was deployed in the distal rca with additional ballooning. The target lesion was left at ballooning only, and no further treatment was needed. There were no adverse patient effects reported. No additional information was provided.